Manufacturer narrative:
Continuation of d11: product ID 3888-56 lot# va0rp6n serial# implanted: 2016-(B)(6) explanted: product type lead product ID 3887-56 lot# va035en serial# implanted: 2016-(B)(6)explanted: product type lead product ID 3887-56 lot# va035en serial# implanted: 2016-(B)(6)explanted: product type lead product ID 3888-56 lot# va0rp6n serial# implanted: 2016-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-30. It was reported that the battery was removed sometime in (B)(6) of 2018. The patient still has the extension wires and leads implanted and mentioned that he will have them removed on his next appointment because it feels like it is loosened up and causing him pain. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0rp6n, implanted: (B)(6) 2016, product type: lead. Product ID: 3887-56, lot# va035en, implanted: (B)(6) 2016, product type: lead. Product ID: 3887-56, lot# va035en, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0rp6n, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4); product ID: 3887-56, serial/lot #: (B)(4), ubd: 20-sep-2016, UDI#: (B)(4); product ID: 3887-56, serial/lot #: (B)(4), ubd: 20-sep-2016, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The patient reported that the device was causing pain. The patient reported that the ins was causing pain and was having to constantly go back in and having to ¿reprogram and reprogram and reprogram.¿ the patient reported that the pain was where the device was on the whole lumbar area providing little comfort for his cervical spine. The patient reported that he continued to work with the healthcare provider (hcp) but it took a whole year and a half to find a hcp to remove the device. The patient reported that when he had the ins removed this past may, he was told 1 of the leads busted off the battery. The patient reported that since having the device removed, all of his pain was virtually gone and he was 100% better. The patient reported that the 4 wires were still implanted in the cervical spine and are starting to come out when he exercised and they just start hurting. The patient reported that the leads left in cause pain ¿every now and then.¿ the patient reported that in the same area where the leads are, he had a rash identified as neurodermatitis. The patient reported that after the rash developed and stuff, he tried different ointments to try and clear the rash. The patient used a nerve cream to calm down the areas. The patient reported that shortly a few months after that, his white blood cell count went real high and platelet count and red blood cell count went low. The patient reported that basically he was having an allergic reaction to some kind of infection in his body. The patient reported that this happened after the device was implanted. The patient reported that he was on medications now for a disease. The patient reported that shortly after the device was implanted he started having a blood problem with white blood cells. The patient reported that he was diagnosed with myloprolific blood disease. The patient reported that due to the disease he was borderline leukemia. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was constant pain at lumbar area of battery implant. Patient reported treatment consisted of reprogramming, injections, anesthetic patches and creams. Patient reported that in (B)(4) 2018 battery and several wires were removed and this was when it was found out one wire was broken off battery and wires from lumbar to cervical spine were short generating pain with body movement. Patient reported several inches of the wire has have been removed and their pain level is now close to 0.